Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator .product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3986a, lot# n132258, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient was recharging the implantable neurostimulator and an hour later the lightning bolt picture came up on the recharger. The patient was not feeling stimulation and last felt stimulation on (B)(6) 2015. The patient stated they recharge every three weeks and believes the issue was with the implant not the recharger. The patient was going to follow-up with their health care professional. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.